Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
Related manufacturer report number 2916596-2021-02941. It was reported that the patient had a known driveline fault (manufacturer report number 2916596-2021-02341 and manufacturer report number 2916596-2021-01754). Patient had decided not to have a pump exchange. The patient was admitted on (B)(6) 2021 with 2 times syncope, fatigue and black tarry stools. Log fie analysis captured constant driveline faults but no other unusual events were noted in the log. The driveline data showed that the wire in phase one may had been totally compromised but the other wires appeared to be function as intended. The voltages seen in the log file were way below the 14 volt spec and were noted to be in the 11-12 volt range. It was recommended to exchange the patient cable or the mobile power unit. The patient was transferred to a different hospital and received a total of 3 units of packed red blood cells. Patient underwent an esophagogastroduodenoscopy, a colonoscopy and a video capsule endoscopy study. Esophagogastroduodenoscopy and colonoscopy did not reveal any obvious sources of bleeding. Results from video capsule endoscopy study were pending.

Manufacturer narrative:
Section d4: lot number was requested but not provided. Manufacturer's investigation conclusion: the reported event of a low supply voltages while connected to the patient cable was confirmed via the log file. A review of the submitted log file spanned approximately 48 days (B)(6) 21 ¿ (B)(6) 21 per time stamp). From (B)(6) 21 to (B)(6) 21 while connected to the power module, there were instances of intermittent variable rsoc voltages observed on the power cables. Voltages ranged from 10.6 ¿ 12.5 v which is lower than the expected 14v. This coincided with intermittent low battery advisory alarms that cleared shortly after. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable events were present in the log file. The 14v patient cable was not returned for analysis. Additional information stated that no equipment was exchanged. The patient cable lot number is not known but replaced when he had his yearly maintenance in the beginning of july. A root cause for the reported event cannot be conclusively determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot low voltage alarms. The IFU states ¿the power module requires preventive maintenance at least once every 12 months for best possible operation. Preventive maintenance includes (but is not limited to): a functional test, replacing the power module backup battery (the backup battery is rechargeable but has a limited life), and replacing the power module patient cable.¿ no further information was provided. The manufacturer is closing the file on this event.